Event description:
It was reported that, "one of the pin on the #6 4 in 1 cutting block broke off. Right after the surgeon finished the cuts, he yanked straight out and the pin broke off and left sticking out of the femur. He was able to pull the pin out with pliers."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.